Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit will not alarm when done". The unit was triaged and the reported issue could not be confirmed at this time. The unit was powered on and the welcome tone was heard. The unit was now I intentionally made to alarm and the unit was making the alarming sound. The unit was now allowed to feed 100 ml at 400ml/hr. The unit did not continue to feed and it also produced the feeding complete alarm. The customer was contacted but there was no response. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports: unit did not alarm and continued to feed during testing. No patient involved.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports: unit did not alarm and continued to feed during testing. No patient involved.